Event description:
It was reported that a pt underwent a slap repair in (B)(6) 2011 wherein the physician used a mini magnum knotless implant w/inserter handle to complete the procedure. The pt presented approx 8 months post-operative complaining of pain at the surgical site. It was then discovered that the anchor had pulled out of the glenoid. A second procedure was required and a competitors product was used to complete the procedure.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. A lot number for the device was not provided, therefore, no device history record could be performed.